Event description:
It was reported that the health care professional (hcp) called technical services (ts) to review a non-sustained ventricular tachycardia (nsvt) episode recorded on this cardiac resynchronization therapy defibrillator (crt-d) device. The hcp inquired about how therapy was not delivered and to review the signals observed on the left ventricular (lv) channel at the beginning of the episode. Ts reviewed the presenting electrogram (egm). Ts discussed with the hcp stating that the nsvt episode had not met the duration threshold requirement to elicit the delivery of therapy. Ts also noted that the device settings on the lv channel appear to be sensing atrial channel signals. Ts advised device optimization programming options to the hcp and referred them to device literature for more education. No adverse patient effects were reported. The device remains in service.